Event description:
The user facility reported that the device disassembled at the user facility. There was no known patient involvement, no known delay, no known medical intervention, and no known adverse consequences.